Manufacturer narrative:
The product has not been returned for evaluation. The underlying cause could not be determined after reviewing the documentation in this investigation. The complaint could not be verified. A CAPA search in trackwise resulted in no capas found for this alleged occurrence keyword= (B)(4); dates= (B)(6) 2009 to present. Device specification failure: unknown. Used in treatment: no. Used in diagnosis: no. What was the relationship (if any) of the device to the reported incident or adverse event? The incident alleges a malfunction or issue with the device in question.

Event description:
The dealer states the bearings need replaced because the front casters are wobbling.